Event description:
With technical advice from co, physician attempted to place a stent graft endoluminally to exclude lt subclavian anuerysm. This was unsuccessful because of eventual displacement of the stent graft into the aneurysm. The stent went distally down the aorta after the guide wire. Retrieval was unsuccesful. Pt death resulted from cardiac arrest, ruptured arch dissection due to attempted placement of stent.